Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implantation of the coronary sinus (cs) lead, the right ventricular (rv) lead dislodged and required repositioning. No patient complications have been reported as a result of this event.